Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v4794 was returned. The tip protector was not returned. There was tape around the cutter body and tubing that was not affixed or provided by bausch & lomb. The tubing connectors are separated on the aspiration line at approximately 10 inches from the back of the cutter cap. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. After reconnecting the aspiration line tubing, a functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates. The cutter aspirated as, it should. It cannot be determined how or when the two connectors became separated. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in korea reported a vitrectomy cutter was not functioning or working properly. There was no patient impact or medical intervention required.